Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in 2017 the patient turned their therapy off because they were experiencing a shocking sensation. The patient had been in the emergency room (ER) on (B)(6) 2018, and the ER doctor reported the patient was saying they were getting shocks when the doctor touched their hair. It was also noted the patient had an off label MRI on (B)(6) 2018 but the patient didn't have any issues after the MRI scan. No information was provided regarding the reason for the ER visit and the MRI. Follow up will be conducted to obtain additional information. No further complications were reported or anticipated.